Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with biolox delta ceramic head on (B)(6) 2012 on the right hip side. The patient underwent a revision surgery on (B)(6) 2016 due to pain. Inlay and stem were also removed.

Manufacturer narrative:
Investigation results were made available. Updates: adverse event and/or product problem, date received by MFR, type of reports, event problem codes if follow-up, what type?, evaluation codes, additional MFR narrative. Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a (B)(6) patient underwent a revision surgery of the right hip thr stem (alloclassic sl stem 3), head (delta ceramic head +3.5 x 32) and liner (durasul gg/32 non hood liner) due to pain and loosening on (B)(6) 2016 after 3 years 10 months in-vivo time. Allofit shell 48 mm was left in place. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was mentioned that the devices were discarded by the hospital. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: - metallosis, aseptic loosening due to excessive wear due to micromotion in taper connection - possible: no products were returned for the investigation, therefore cannot be excluded. - aseptic loosening due to insufficient primary stability due to design - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. - aseptic loosening due to insufficient secondary stability due to blasted surface structure - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. - aseptic loosening (stress shielding) due to incorrect distribution of load due to design - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process - aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process - not possible: cleaning process is monitored.. - aseptic loosening due to wrong implantation - possible: neither surgical reports nor x-rays were received, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).